Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes: hsz, gfa, gff. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter telephone: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: 19.aug.2015. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that upon receipt of a loan set from a distributor, it was noted the drill bit is broken. It is not known when or how the breakage occurred. No patient involvement. This report is for one (1) 2.0mm cannulated drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was performed on the received subject device 2.0mm cannulated drill bit (part # 310.221, lot # f-17409). The drill bit was found broken at the tip. The broken part is missing. Furthermore there are mechanical damages visible on device's surface. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. As indicated in the manufacturing documents the hardness was within the specification. The microscopic view, with a magnification of 10x of the broken surface shows a homogenous surface which indicates the material conformity as well. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Unfortunately we only have limited information in the complaint description and cannot confirm how this happened. In addition it is also impossible to define where the breakage happened. We can only assume that most likely, excessive force during use, lead to the breakage. Based on the investigation results, we conclude that the cause of failure is not due to any manufacturing non-conformance. No product fault could be detected device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.